Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight is not available for reporting. The information in this complaint record reasonably suggests that a device malfunction did occur and regardless of misuse, may have caused or contributed to a death. This death occurred during surgery with synthes device. The hex flexible screwdriver, and hex screwdriver shaft became stuck together during the surgery. At the time of this review, there is no indication that synthes device caused the death; however, this device cannot be disassociated from the reported event. At the time the event, the patient was a (B)(6) female who was morbidly obese, had a latex allergy, and malignant hyperthermia. Malignant hyperthermia is a disease that causes a fast rise in body temperature and severe muscle contractions when someone with the disease receives general anesthesia. Malignant hyperthermia is often discovered after a person is given anesthesia during surgery. Currently attempts are being made to obtain additional information, including medical records, death certificate, and/or autopsy results. A response from the reporting facility has not been received as of the submission date of this report. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. It is currently unknown if the subject device will be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric femoral nail advanced (tfna) procedure on (B)(6) 2016, the patient expired in the operating room (or). Reportedly, the surgeon implanted the tfna nail and had difficulties tightening the tfna screw using the flexible screwdriver. The flexible screwdriver would not engage with the tfna screw. The surgeon then used the solid 5.0mm hex screwdriver to tighten the tfna screw. While trying to remove the 5.0mm hex screwdriver, the instrument became stuck. The surgeon used multiple methods to remove the 5.0mm hex screwdriver. He used the slap hammer to forcefully try to remove the 5.0mm hex screwdriver. Subsequently, the handle of the 5.0mm hex screwdriver came off. The patient's leg was repositioned to remove the 5.0mm hex screwdriver, but was unsuccessful. The patient first coded during the attempts to remove the 5.0mm hex screwdriver. The patient was revived. The surgeon decided to attempt to remove the entire construct at which time the patient coded again and was revived the second time. The patient coded a third time and expired in the or. The surgical time was extended for thirty (30) minutes while trying to remove the 5.0mm hex screwdriver. All hardware (tfna nail, tfna screw, 5.0mm titanium locking screw) including the 5.0mm hex screwdriver, hybrid insertion handle, 130 degree aiming arm, and connecting screw remains with the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: please see medwatch user facility report #mw5062782. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on june 27, 2016. It was further reported that it was known prior to the (B)(6) 2016 procedure that the patient had malignant hyperthermia. The cause of death is still unknown as of the date of this report and the autopsy results are pending completion. Medwatch user facility report #mw5062782 was also received by synthes customer quality but it did not provide additional information.